Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to have exhibitted premature battery depletion. The battery was noted to have less than three months remaining and elective replacement indicator was not triggered. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received confirming this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. Analysis did not confirm the reported observations. The device was subjected to and passed all automated therapy verification testing. Analysis determined the device met specification.